Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and redness at "the import location". The cause and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.